Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, rupture, and cyst.

Event description:
Healthcare professional reported left side rupture, cysts, capsule delamination, and enlarged hyperechogenic lymph nodes. The devices have been explanted and replaced with non-abbvie devices.

Event description:
Healthcare professional reported left side rupture, capsule delamination, and enlarged hyperechogenic lymph nodes. Healthcare professional also reported left side "cysts", which is not device-related. The devices have been explanted and replaced with non-abbvie devices.

Manufacturer narrative:
Continued e.1. Phone number: (B)(6). Reason for reoperation: rupture; "enlarged hyperechogenic lymph nodes". Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed broke device assessed as fold flaw opening. Rupture: observed missing piece of shell assessed as inconclusive. Cyst(s): unable to observe since it is a medical event and is not related to the device. Lymphadenopathy: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure, crease/wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a2, b5, b6, d9, g2, h3, h6, h11.

Manufacturer narrative:
Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ lymphadenopathy: unable to observe since it is not related to the device. ¿ cyst: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: b.3., h.11.

Event description:
Healthcare professional reported left side rupture, cysts, capsule delamination, and enlarged hyperechogenic lymph nodes. The devices have been explanted and replaced with non-abbvie devices.